Event description:
The clinician reports, the implant was inserted (B)(6) 2024 in ada 31. On (B)(6) 2024, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event, the patient experienced: increased sensitivity and inflammation. No further patient complications were reported.